Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "IV pump module turned off and went blank. No audio alarm notification." There was no report of patient harm.